Event description:
It was reported that oversensing of noise by this right ventricular lead resulted in delivery of inappropriate shock therapy. The shocks were delivered while an exploratory laparotomy was in progress. No adverse patient effects were reported. This device remains in service.